Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is they repaired multiple leaks at the hoses connecting to the 4-way manifold.